Event description:
Ms. (B)(6). Suffered serious injury requiring surgical intervention using an FDA grading of injuries resulting from use of a malfunctioning medtronic/covidien surgical stapler. Her injuries which were caused by an anastomotic leak within 6 days of surgery include: life threatening injuries (intensive care treatment, acute kidney injury, sepsis, extended hospitalization, and subsequent surgeries) to correct any injuries. Ref reports: mw5162319, mw5162320, mw5162321, mw5162322.